Event description:
The patient reported seeing a 3.00, three dashes and a "77" on her infusion device screen. The patient stated that she was driving in her car and did not have a replacement power pack with her. The patient was aware of the recall. The patient stated that she had been changing her power pack every 2 weeks as recommended, but this power pack had been in use longer than 2 weeks. The patient was educated on changing her power pack every 2 weeks so the infusion device would stay operating properly without the display issues. The patient stated that she would change the power pack once she arrived home. The patient's blood glucose was not affected. The patient did not report assistance by a healthcare professional or second party to address the issue. The product will not be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.